Event description:
The user facility reported that a portion of a guidewire had been damaged and a vessel dissection occurred during a lad/diagonal coronary artery procedure. Follow-up communication confirmed: two guidewires had been placed during the procedure with one placed in the diagonal branch and one place in the lad; a stent was then placed in the lad; however, when the stent was placed it covered the ostium of the diagonal branch "jailing" the guidewire that was in that vessel; the physician then took an angiogram and discovered that the guidewire in the diagonal branch had perforated the vessel; the "jailed" guidewire in the diagonal branch was removed and replaced with another guidewire; (6) when the original guidewire was removed, the physician noted that the wire had "become unwound"; a 2.5mm balloon was then used to resolve the perforation; no additional intervention was necessary; and the patient was discharged after 3 days of observation and tests.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2012-00036 to provide additional information regarding the results from the evaluation of the returned sample.

Manufacturer narrative:
Method - (no testing methods performed) - involved device is in transit to the manufacturing facility in (B)(4) for evaluation. A supplemental follow-up report will be submitted when the evaluation results are available. As stated above the involved device is in transit to the manufacturing facility and the device lot number is not know. Therefore, the failure investigation at this time was limited to evaluation of user facility information. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a guidewire defect or malfunction. The event description is consistent with damage to the glidewire due to improper use with another device. The user facility confirmed that the device was likely damaged when it was pulled out from behind the stent struts. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel"; and "do not manipulate the runthrough ns through the stent struts. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire". All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. A supplemental follow-up report will be submitted when the evaluation results are available. (B)(4).

Manufacturer narrative:
The involved device was returned & evaluated by qa at the manufacturing facility. Examination confirmed: the guidewire coil had been elongated; the core wire had been fractured at approximately 10mm from the distal end of the platinum coil; the fracture cross sections of the core wire were noted to be a flat shape when viewed with an electron microscope; measurement of the distal section of the core wire indicates that no material is missing; and examination of undamaged areas on the returned sample found no evidence of any other anomaly or defect. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a glidewire defect or malfunction. The event description and appearance of the returned sample are consistent with damage to the glidewire due to improper use with another device. The user facility confirmed that the device was likely damaged when it was pulled out from behind the stent struts. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel"; and "do not manipulate the runthrough ns through the stent struts. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.